Manufacturer narrative:
This supplemental report is being submitted to provide the correction and results of the final investigation. Updated fields: h2, h6. Corrected fields: b5, h6, h11. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for no image was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the gastrointestinal videoscope had no image.

Event description:
It was observed during device evaluation, that the gastrointestinal videoscope had white foreign material in the air/water channel. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.